Manufacturer narrative:
During use of the 120cm outback elite catheter, the guidewire would not advance through the needle after deployment. Afterwards, the physician rotated the device to retract the needle back into the catheter and removed the catheter. Upon removal of the catheter, the needle was still deployed. There was no reported patient injury. The physician used the outback in the usual fashion. It was placed over an 0.014 wire over the aortic bifurcation within the competitor's sheath. It passed easily to the distal superficial femoral artery (sfa), where the physician then retracted the wire and then advanced the needle. It visibly advanced easily. The physician then attempted to pass the wire through the needle, and it passed down the needle shaft, however, it didn¿t pass out the end of the needle to reenter. The physician felt this was likely due to a calcified plaque, which was visualized on the CT scan. The physician attempted in two other locations and was still unsuccessful in reentering. The physician therefore retracted the wire and was very meticulous to explain to the residents the importance of retracting the needle until there was an audible click to make sure that it was completely retracted. This seemed to go normally, although when the physician attempted to advance the wire forward it did not pass. As the physician was completing the procedure at that point, it felt unnecessary to advance the wire anyhow as the physician was planning on exchanging for a larger wire eventually anyhow. Therefore, the physician withdrew the entire outback catheter and wire together as a unit and found when it came out that the needle was still extended. The wire was well back inside the proximal catheter. There was no known injury to the patient nor the sheath. The physician attempted to withdraw the needle at that point and it was already still in the retracted position when we inspected the button. Moving the button forward and back did nothing. The doctor had attempted to withdraw the needle of the outback catheter, and it had already been in the retracted position. A non-sterile unit of product ¿outback elite 120cm re-entry¿ was received coiled inside of a clear plastic bag. The part was unpacked to perform the product evaluation. During the visual inspection, a kinked/bent condition was observed on the distal tip. The cannula of the device was fully deployed. Also, a curved condition on the shaft was noticed. No other damages or anomalies were observed on the returned device. Note: the outback elite catheters are packaged with the cannula deployed. Per functional analysis, the handle slide was actuated to retract the needle cannula back, but it did not retract as expected. The slide functionally was tested by actuating it back and forward and no anomalies were observed. However, the needle cannula remained deployed. A lab sample wire was inserted by the hub and it traveled inside the lumen until it reached the curved section, and it could not advance further. The returned device was analyzed using an x ray-machine focusing where the shaft is curved. The resulting image shows a separation of the cannula. The separation is located approximately at 15 cm from the distal tip. Sem results showed that the separated area of the cannula of the outback elite 120 cm re-entry unit presented evidence of adhesive residues. Separations where adhesive residues were observed are commonly associated with separations caused by material tensile overload. Therefore, it is likely that the cannula material of the device was induced to a tensile force that exceeded the adhesive yield strength prior to the separation. No other anomalies were observed during sem analysis. A product history record (phr) review of lot 17951588 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿cannula/needle retraction difficulty-unable to¿ and ¿cannula/needle obstructed¿ were confirmed through analysis of the returned the device due to a fracture/separation of the cannula within the shaft. However, the exact cause of this condition could not be conclusively determined during analysis. Based on the information available for review, procedural/handling factors may have contributed to the separated cannula within the shaft and the subsequent inability to advance the wire and to retract the cannula/needle as evidenced by sem results showing that the separated area presented evidence of adhesive residues. Separations where adhesive residues are observed are commonly associated with separations caused by material tensile overload. Therefore, it is likely that the cannula material of the device was induced to a tensile force that exceeded the adhesive yield strength prior to the separation. According to the information on safety within the instructions for use (IFU), ¿ensure proper function of the outback elite re-entry catheter by 1) retracting and advancing the cannula tip via proximal and distal movement of the deployment slide, and 2) rotating the rotating knob which rotates the catheter shaft/nosecone. Fully retract the cannula tip via proximal retraction of the handle deployment slide until it stops. Prior to insertion into the body, ensure that the cannula tip is fully retracted into the catheter lateral port and the handle deployment slide is locked in the most proximal position. If not, repeat flushing sequence.¿ the IFU also states, ¿depress handle deployment slide release button and incrementally advance the slide, as appropriate, to extend the cannula tip from the outback elite re-entry catheter lateral port and position it at the vascular target site. Maintain gentle forward pressure on the outback elite re-entry catheter shaft at the sheath. If resistance is felt during deployment, do not apply unnecessary forward push on the outback elite re-entry catheter. It may result in damage to the cannula tip and or separation of the cannula tip. Advance the guide wire through the cannula tip to position it as desired at the vascular target site. If, after advancing the guide wire distally, it is desired to retract the guide wire and resistance is experienced, first retract the cannula (guide) fully into the outback elite re-entry catheter, then proceed with retraction of the guide wire. Retract the cannula tip into the outback elite re-entry catheter by fully retracting the handle deployment slide until it stops. Release the handle deployment slide button to lock the deployment slide in the retracted position. Ensure the cannula tip is fully retracted into the catheter lateral port, and the handle deployment slide is locked, prior to withdrawing the catheter over the guide wire.¿ neither the product analysis nor the phr review suggests that the failure experienced by the customer could be related to the manufacturing process. Controls are in place to verify the device conditions and all were found to be acceptable therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of the outback catheter, the guide wire would not advance through the needle after deployment. Afterward, the physician rotated the device to retract the needle back into the catheter and removed the catheter. Upon removal of the catheter, the needle was still deployed. There was no reported patient injury. The physician used the outback in the usual fashion. It was placed over an 0.014 wire over the aortic bifurcation within the competitor's sheath. It passed easily to the distal superficial femoral artery (sfa) where the physician then retracted the wire advanced the needle and it visibly advanced easily. The physician then attempted to pass the wire through the needle and it passed down the needle shaft, however, it didn¿t pass out the end of the needle and reenter. The physician felt this was likely due to a calcified plaque which was visualized on the CT scan. The physician attempted in two other locations and were still unsuccessful in reentering. The physician therefore retracted the wire and was very meticulous to explain to the residents the importance of retracting the needle until there was an audible click to make sure that it was completely retracted. This seem to go normally although when the physician attempted to advance the wire forward it did not pass. As the physician was completing the procedure at that point, it felt unnecessary to advance the wire anyhow as the physician was planning on exchanging for a larger wire eventually anyhow. Therefore, the physician withdrew the entire outback catheter and wire together as a unit and found when it came out that the needle was still extended. The wire was well back inside the proximal catheter. There was no known injury to the patient nor the sheath. The physician attempted to withdraw the needle at that point and it was already still in the retracted position when we inspected the button. Moving the button forward and back did nothing. The doctor had attempted to withdraw the needle of the outback catheter, and it had already been in the retracted position. The device will be returned for analysis.